Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide when an alarm cannot be resolved. Evaluation of the returned cycler did not confirm the reported alarm and found no problems with the device. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The nurse reported that a system alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased in part due to the blood loss as well as increasing the number of hemodialysis treatments the patient received per week. No other medical intervention was required.